Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer supplied a list of lot numbers, with one potentially being the device involved in the event: the product wa64150a with lot number 086w was manufactured on 01 jun 2008. The product wa64150a with lot number 10yw was manufactured on 01 nov 2010. The product wa64150a with lot number 117w was manufactured on 01 jul 2011. The product wa64150a with lot number 118w was manufactured on 01 aug 2011. The product wa64150a with lot number 142w was manufactured on 01 feb 2014. The product wa64150a with lot number 176w was manufactured on 01 jun 2017. The product wa64150a with lot number 183w was manufactured on 01 mar 2018. The product wa64150a with lot number 20501 was manufactured on 08 jun 2020. A review of all device history record's (from lot numbers listed above) found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that the pull rod broke at the distal end. The root cause of the broken pull rod is likely caused by excessive force exerted to the jaw. Typically, any pre-damage and breakage occurs during reprocessing due to impact/fall of the assembled set (jaw insert, handle and handle). Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed, during a therapeutic laparoscopic colectomy of the right hemi colon, the customer hiq+ croceolmi grasping forceps broke, ¿the base of the grasping part was damaged in the abdominal cavity while the doctor was using the case¿. It was reported the doctor did not forcefully lift heavy organs, etc. And the forceps were damaged the moment force was applied to grasp. The staff checked the peritoneal cavity, but no device fragment fell off, and no components were missing from the grasper. The procedure was completed with other forceps without any problems. The device was inspected prior to procedure and no abnormalities were noted. No death, injury or impact to patient was reported to olympus. No device will be returned from customer and the lot number is unknown.

Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k944201.